Event description:
It was reported that patient was throwing up before brought to hospital and admitted to the hospital for greater than twenty-four hours and caused high blood glucose along with high ketones and it was treated with manual syringes on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.